Manufacturer narrative:
The insulin pump had no button response on act button due to flattened dome switch (creased). The insulin pump also had corroded keypad traces on up arrow button. The insulin pump was received with a cracked case at display window corner (upper left, upper right and lower right corners), cracked battery tube threads, cracked beltclip slot, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.